Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mobile app unexpectedly froze while customer was attempting to request a bolus. There was no adverse impact to the customer's blood glucose level. The customer relaunched the mobile app, successfully completed the bolus request, and the customer continued to use the pump for insulin therapy.